Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: 6704-0-520 d-m 2.0mm beaded cable set vit 6704-0-520 lot 82587701, 6704-0-520 d-m 2.0mm beaded cable set vit lot 90554601, 6704-0-520 d-m 2.0mm beaded cable set vit lot 89284501, 6704-0-520 d-m 2.0mm beaded cable set vit lot 89347101, 6570-0-036 delta v-40 ceramic head 36/-5 6570-0-036 lot 89416103, 723-00-36d trident 0 deg insert 36mm 723-00-36d lot unknown, 6276-1-021 21mm mod rev hip body/bolt stdcomponent level 9006-1-021 lot 81702205, 6276-7-018 mod con dist stem 18 x 155 mm DHR lot cax093231d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
I&d of an infected hip. He changed a dall-miles cable (note: 4 originally implanted, unknown which was removed), liner and head. No allegations against the implants made.